Manufacturer narrative:
No parts have returned to the manufacturer for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that when making edits to the three-dimensional (3d) model, the changes appeared well in the application, but once it was saved, the 3d model appeared as thought it was "sliced." The patient scan that was used to build 3d model appeared to be within protocol. The manufacturer representative (rep) selected another series for the patient and was then able to save the edits to the 3d model successfully. It was reported to be unknown if patient was present.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID 9733763, software version: 2.2.9 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2-3) the software analysis concluded that there was insufficient information to determine if a software anomaly caused the reported event. The logs and archives were reviewed. Logs captured one session on the issue reported date and recorded a task transition until the navigation task. The provided archives consisted of 19 magnetic resonance (mr) scans, of which 11 mrs did not align with the stealth imaging protocol due to differences in the slice spacing and thickness values. Among the remaining 8 mrs, 3 mr scans (mr-7, mr-8, and mr-11) displayed a warning indicating that "slice spacing and thickness values are greater than 3 millimeters (mm). This may have affected navigation accuracy." Only mr-4, mr-5, and mr-14 were found to comply with the protocol; however, the 3d model generated by the system was of poor quality and appeared blurry. According to the case details, when edits were made to the 3d model, the changes were visible in the application, but once saved, the 3d model appeared as if it's "sliced." The issue could not be reproduced after editing the model. Suspected the poor exam quality might have resulted in the mentioned issue but there was insufficient information to determine whether a software anomaly contributed to the reported behavior. Codes: b01, c19, d15 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. There was no patient present.

Manufacturer narrative:
H2) please see section b5 and d4 for the additional information including patient presence clarification and system serial number, respectively. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: annex a code updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.